Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the pod coil into the target vessel using the lantern; however, the pod coil would not take its intended shape. The physician then attempted several times to retract and reposition the pod coil; however, each time the pod coil would not take its intended shape; therefore, the pod coil was removed. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.